Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. The controller was not returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to adequately communicate with the controller, which corresponds with the visual evidence provided by the site. The battery was able to provide power to a test controller. However, the battery was unable to adequately illuminate the proper battery status leds on the controller. Supplemental testing revealed an intermittent connection due to an open wire in the cable assembly. The patient likely perceived the inability of the battery to communicate with the controller as the reported inability of the battery to provide power. Log files from both the back-up controller and the complaint controller were available for analysis. Review of the controller log files associated with the complaint controller revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files did not reveal any power disconnect alarms. However, review of the data log files pertaining to the complaint controller revealed multiple instances involving an unidentified battery where the battery's relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. It is possible that the battery was involved in several of these communication errors. However, at least one of the communication batteries involved an additional battery, as the battery was connected to power port two (2) at the time of a communication error logged on power port one (1). Review of the controller log files associated with the back-up controller revealed that only 25 data points were logged within the analyzed period, indicating that the controller was likely the patient¿s backup controller. Analysis of the back-up controller alarm log file revealed a critical battery alarm logged on (B)(6) 2020 due to a communication error between the controller and an unknown battery. It is likely that the communication error involved the faulty battery. It is possible that the faulty battery was connected to the backup controller during troubleshooting. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or a battery malfunction. The most likely root cause of the reported inability of the battery to provide power or charge can be attributed to an open wire in the cable assembly, likely due to wear and/or the handling of the device. Additional products: d1: battery d4: serial#: (B)(6); d10: yes, return date: 09-jul-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The initial reporter was corrected from mei-ling wu to bruce tsai. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional heartware ventricular assist system - battery, model #: 650de/ catalog #: 1650de/ expiration date: 30-sep-2020/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 06-sep-2019, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery did not provide power to the controller and the battery indicator on the controller did not ill uminate when the battery was properly connected. The event was associated with a critical battery alarm and it was also reported that the battery was not charging. Review of log files revealed that there were power disconnect alarms. The controller remains in use and the battery was exchanged. No patient complications have been reported as a result of this event.